Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump had given the reporter a ¿zap¿ while sleeping. The reporter indicated having tingling in one hand and a metallic taste in the mouth. The reporter indicated that the pump also became hot to the touch and resulted in a warm area on the skin. The reporter stated that a call was out to a health care provider regarding treatment for the event and was awaiting further instructions. This report is made based on the allegation that the patient was seeking medical intervention for symptoms experienced after the pump allegedly emitted a zap and became hot to touch.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/07/2014 with the following findings: the pump history was reviewed and found that the pump¿s insulin delivery correctly reflected the programmed rates. No activity related to the complaint was observed in the pump black box. The pump was examined and confirmed that there was no physical damage or evidence of moisture damage. The pump powered on normally and was exercised for 24 hours without any overheating or alarms being duplicated. A pump flow test confirmed that the pump was delivering within specifications. The pump electrical currents were tested and were confirmed to be within specifications. The pump was opened and no defects were found to the pump¿s power circuit.